Manufacturer narrative:
Continuation of d10: product ID 97745 , serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). Analysis was performed on product ID 97745 lot# serial# (B)(6) analysis found that the case front was cracked. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having issues charging their implant for their lower back. The pt stated they were trying to charge their implant for maybe 2 and a half hours. Pt stated it kept saying it couldn't charge because of the battery pack for the controller. During the call, the pt noted they were at 90% and their implant was charging but patient services (pss) advised the pt to do a reboot of their controller to resolve their charging issue. Pss walked pt through removing the battery pack and plugging controller into the ac power supply cord; the pt confirmed controller powered on. The pt inserted the battery pack and confirmed green light was flashing above the screen. The pt then connected the recharger cord and the controller blinked in and out and the controller was not coming on. The pt noted they thought there was a short and thought it was the controller because when they plugged the recharger cord the screen went black. The pt noted they would push the back and it would pop on again. The issue was not resolved. The pt also noted that they were in a little pain. A replacement controller was sent out.